Event description:
Customer reports that the product snapped at the point where the drain is connected to the plastic hub. Update as per complaint form received and mhra report. Patient with empyema came back to the ward after having chest drain inserted, as the patient is being settled in a cubicle, the chest drain snapped from the hub, the part where chest drain and 3 way tap is attached. Patient has to be taken back to theatre for another drain and at 5:30 am on (B)(6) 2013, as mother picked up child, same thing happened with the drain (snapped at same place) both drains came from the same batch. The patient did require additional procedures due to this occurrence: patient had another anesthetic procedure within a 12 hour period. No part of the device remained inside the patient. The complainant did report adverse effects on the patient due to this occurrence. Patient had to go down again to theatre for another chest drain insertion.

Manufacturer narrative:
(B)(4). Product was returned in an opened and used condition. A visual inspection of the returned device noted that the catheter had separated from the hub and that part of the flare remained in the fitting. The end of the flare had rough edges due to the tubing being torn apart and was slightly deformed. Per quality control specification, final inspection for non-angiographic catheters and nephrostomy pigtail states: "confirm correct type and size material has been used." "Confirm flare is seated in adapter. Tubing must not turn in fittings. Glue joints must be secure. Confirm flare is not folded over opening in adapter and fitting is secured." The product is shipped with an IFU which states warnings, precautions and instructions for use. The root cause has been determined to be product use or handling related as the product received excessive pressure. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of this complaint. The addition of this complaint to qera does not change the conclusion that no further risk is recommended, though not required. However, further risk reduction activities or CAPA will not be initiated at this time. The clinical benefits have deemed to outweigh the residual risk of the c-ppd[y][j] sets.